Manufacturer narrative:
Per secondary review of the file, mentor became aware that the patient¿s age was omitted. Section a2 has been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-may-2020, mentor failure analysis lab received the device for evaluation. Mentor also received additional information on the replacement devices. The patient underwent replacement with 380cc mentor smooth round high profile saline breast implants, catalog # 3503380, left serial # (B)(6) and right serial # (B)(6) on (B)(6) 2020. Device evaluation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this 6788125 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 325cc textured mentor siltex round moderate profile saline breast implant has experienced postoperative left-sided implant deflation, confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with 380cc mentor smooth round high profile saline breast implants, catalog # 3503380, on (B)(6) 2020.